Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly. Pump error 54 and 3 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the main arm cannot communicate with the motor arm and hal software error detected. The customer¿s blood glucose was 80 mg/dl at the time of incident. The customer also reported that the insulin pump had failed battery test alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.